Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump inflation difficulties and erections not sufficiently hard, which led to a clinical evaluation. During the medical appointment, the device was visually inspected and palpated; it was decided that a surgical intervention was the best option for the patient. The entire ipp was explanted and replaced. No additional complications were reported, and the patient is expected to fully recover.